Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with episodes of non-sustained ventricular oversensing on their implantable cardioverter defibrillator. It was noted that these episodes were a result of crosstalk. No intervention was reported. There were no patient consequences.